Event description:
It was reported that the table locks did not actuate when the operator released the pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). The issue was reported to be intermittent. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the optical flag in the footswitch assembly was misaligned, preventing the flag from properly interacting with the sensor to signal to the locks to engage, thereby resulting in free float. The fe realigned the flag and verified that the table locks were engaging according to specifications.